Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced bradycardia, ipsilateral stroke, myocardial infarction, hematoma and cranial nerve palsy. In some of these cases, intervention was required. The aim of the study was to determine the effect of timing of tcar in symptomatic patients. This study was a retrospective review of 875 tcar procedures between 2016 to 2022, which included 321 procedures performed in symptomatic patients and of those, 84 had revascularization performed within 6 days after onset of symptoms (sir) while 237 additional cases were completed 6 or more days after onset of symptoms (lir). During the procedure, it was reported that 2.1% of patients in group 2 (lir) were converted to carotid endarterectomy (cea) and 4.8% of patients experienced bradycardia in group 1 (sir) and 22.4% of patients experienced bradycardia in group 2 (lir). In the perioperative period, the following adverse events were experienced by patients in group 1 (sir): ipsilateral stroke (3.6%), myocardial infarction (1.2%), hematoma (1.2%), and following adverse events were experienced by patients in group 2 (lir): cranial nerve palsy (o.4%) ipsilateral stroke (2.1%), myocardial infarction (0.4%), hematoma (1.3%). Reintervention was performed on 3.6% of patients in group 1 (sir) and 0.4% of patients in group 2 (lir) which included hematoma evacuation. No further information was provided to boston scientific.

Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including patient status and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Pineau, s., fajardo, a., saqib, n. U., tanaka, a., motaganahalli, r. L., keyhani, a., keyhani, k., & wang, k. S. (2022). Transcarotid revascularization timing and early postoperative outcomes in symptomatic patients. Vascular and endovascular surgery, 57 (4), 344 to 349. Https://doi.org/10.1177/15385744221146678.